Manufacturer narrative:
Initially it was assessed that this was a hemostatic valve separation/leak issue. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 22-sep-2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 7-oct-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and separation issues occurred. It was reported that after putting the vizigo¿ sheath in the body, the hemostatic valve on the vizigo¿ sheath began leaking blood. The sheath looked like it is broken or when the dilator was put in, and as it was being pushed it, the valve itself got pushed down. The vizigo¿ sheath was replaced and the issue was resolved, and the case continued. Device evaluation details: the product was returned to bwi for evaluation and a visual inspection and microscopic examination of the returned device were conducted. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface has shown evidence of stress marks on the outer diameter. On the other hand, the brimmed cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) was performed for the finished device 00001661 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and separation issues occurred. It was reported that after putting the vizigo¿ sheath in the body, the hemostatic valve on the vizigo¿ sheath began leaking blood. The sheath looked like it is broken or when the dilator was put in, and as it was being pushed it, the valve itself got pushed down. The vizigo¿ sheath was replaced and the issue was resolved, and the case continued. Additional information was received and it was reported that the hemostatic valve was shoved into the hub of the sheath. The valve appeared to be intact inside the hub on the sheath. It appeared to be stuck inside the hub. No air entered the patient¿s body and the sheath was flushed with heparinized saline. This issue did not require percutaneous or surgical removal and the sheath was removed easily. The hemodynamics were not compromised due to the bleeding and minimal blood loss occurred. The sheath was immediately removed and replaced. Approximately 5ml of blood was lost. No medical intervention was required to stop the bleeding and upon removal and insertion of a new sheath, the bleeding was stopped.